Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed a malfunction alert indicating ¿54 ¿ cross check crystals, hse xtal deprecated,¿ then became nonfunctional and could not be restarted after the user had exposed the device to water, however the device was reported as not submerged. A replacement device was arranged with instructions to use backup therapy. Symptoms included no adverse clinical effects, and the user reported a blood glucose of 140 mg/dl. Outcomes included temporary interruption of insulin pump therapy and continued use of the cgm with guidance to follow healthcare provider backup plans. Investigation included remote triage, confirmation of device shutdown status, and logistics for device replacement and return. The device was returned and evaluated. The device failed to power on, and upon inspection, it was found that the hoverboard showed signs of corrosion due to fluid ingress. Since the device is not waterproof, the fluid compromised the seal and damaged all internal components. It was concluded that the cause was attributed to user damage and not a manufacturing or design deficiency or defect.